Event description:
The procedure was coil embolization for left ba trunk with a vessel that was moderately calcified and heavily tortuous. During the index procedure on (B)(6) 2012, the cashmere ((B)(4), complaint product) was placed in the target aneurysm and the detachment was attempted which seemed to be successful. During positioning, additional manipulation was conducted with the cashmere. When the physician withdrawn the delivery system about 10 cm proximally, he found that the coil also sucked into the microcatheter. As he thought the cashmere had not yet been detached, additional detachment was attempted, but no improvement was shown. As such, the physician decided to retrieve the coil using an unspecified snare, which only resulted in further unravel. The coil became unable to be retrieved anymore due to severe unravel and the cashmere had to be removed with a microcatheter as a unit. However, the result was unsuccessful and the unraveled part of the coil traveled proximally and now flapping in vertebral artery. The surgical removal of the coil was required therefore the coil embolization procedure was abandoned. On (B)(6) 2012, one day after the procedure, the patient underwent a surgical procedure. An opening was made in the vertebral artery and all coils within the aneurysm as well as a part of unraveled coil (which stayed distal to the incision site) were successfully removed. However, as the physician encountered some resistance when he pulled the rest of the unraveled coil (which stayed in the proximal side of the incision site), the decision was made not to retrieve it anymore. According to the report, it is highly unlikely that there would be a situation where the remaining coil produces any thrombosis. The length of the coil remaining in the patient was unknown. The staged procedure will be taken place in near future to embolize the target aneurysm.

Manufacturer narrative:
It was reported that during the index coil embolization of a basilar trunk aneurysm there was failure of the 4mmx4cm cashmere 14 cerecyte microcoil (crc140408-30/g12500) to detach which resulted in unraveling of the coil with protrusion into the parent vessel. Required surgical retrieval of the coil mass and part of the unraveled coil was performed the following day. Eight days later when a staged re-coiling of the aneurysm was being performed, there was difficulty detaching a deltapaq (cdf100408-30/g12620). After it was eventually detached, the same thing happened with a deltaplush (cpl100254-30/g11878). The coil was eventually detached; however, the deltaplush protruded into the parent vessel through the previously placed unidentified vascular reconstruction device and migrated to the ba-tip. After failed attempt to retrieve the coil, the procedure was completed. It was reported that as of four days post procedure the patient was in "a stable condition and recovering enough to make a brief conversation." With follow-up investigation no further information regarding the patient's condition was provided; it was reported that there was not a stroke or neurological diagnosis. The index procedure was a basilar trunk aneurysm coil embolization with use of an unidentified vascular reconstruction device in a vessel that was moderately calcified and heavily tortuous. The ruptured fusiform aneurysm neck was 8mm, and the neck to sac ratio was 8mm:8mm. The parent vessel size diameter proximal was 2.8mm and distally was 2.8mm. The modified rankin scale (mrs) score was unknown. Antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel sulfate 75mg/day beginning two days pre-index procedure. An unspecified vascular reconstruction device (vrd) was placed without any issues jailing the excelsior sl10 which was placed within the aneurysm sac. The cashmere coil was placed in the target aneurysm and the detachment was attempted which seemed to be successful. When withdrawing the delivery system about 10 cm proximally it was found that the "coil also sucked into the microcatheter." Because it was thought that the coil had not yet been detached, additional detachment was attempted but no improvement was shown; therefore, the decision was made to retrieve the coil using a snare. This resulted in further unraveling of the coil and the coil became un-retrievable due to sever unraveling. The cashmere had to be removed as a unit with the microcatheter. However, the result was unsuccessful and the unraveled part of the coil traveled proximally and was then "flapping in vertebral artery." The surgical removal of the coil was required therefore the coil embolization procedure was abandoned. The devices utilized during the procedure included optimo 7fr/tokai medical product, new route/medico (B)(4), excelsior sl10, hyper form/covidien (B)(4), and unspecified y-connector/goodman. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No further information is available and procedural images are not available. One day post procedure the patient underwent a surgical procedure. An opening was made in the vertebral artery and all coils within the aneurysm as well as a part of unraveled coil (which stayed distal to the incision site) were successfully removed. However, as some resistance was experienced when the rest of the unraveled coil was pulled (which stayed in the proximal side of the incision site), the decision was made not to retrieve it anymore. According to the report, it is highly unlikely that there would be a situation where the remaining coil produces any thrombosis. The length of the coil remaining in the patient was unknown. The patient was in stable condition and it was planned to do a staged coiling to embolize the target aneurysm. During the follow-up coiling after the pre-deployment electrical check was performed and no issues noted, the deltapaq (cdf100408-30/g12620) could not be detached although the detachment button was pressed for several times. After pressing the detachment button over and over, it finally was managed to be detached. Afterwards, the same thing happened again using a deltaplush (cpl100254-30/g11878); difficulties detaching the coil was experienced. Repositioning of the deltaplush was necessary for three times. The coil finally detached on the 3rd attempt. However, right after the detachment, the deltaplush protruded into the parent artery through the stent, and migrated to ba-tip. An unspecified snare was used to capture the coil but retrieval of the coil failed and the coil migrated to the p1 segment of posterior cerebral artery. The decision was made not make any further attempts to retrieve it and the procedure was completed. The pre-deployment electrical check was performed and no issues noted. Shortly after the staged procedure, the patient was administrated argatroban hydrate for two days and then switched to an unspecified dose of aspirin, clopidogrel sulfate, cilostazol and statin calcium. The devices utilized during the procedure included lancer 6fr/terumo, excelsior sl10.type of dcb and connecting cable used with the complaint products were unknown. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. It was reported that no additional information is available and procedural films are not available. Only the distal section of the coil that stretched and migrated after detachment difficulties during the index procedure was returned. The proximal section containing the coil's socket ring was not returned. The device positioning unit (dpu) passed electrical testing. There was no evidence of a mechanical detachment of the coil. The detachment fiber received heat and melted. Evidence of multiple detachment attempts were found to the resistive heating coil section. It was stated that the detachment seemed successful, however, it was not stated in the event description that the detachment was confirmed by fluoroscopically. Also, it was not reported when the coil detached from the dpu. Laboratory testing could not duplicate the detachment difficulty. Therefore, with the detachment fiber found melted and the dpu passing electrical testing, the root cause of the coils detachment difficultly cannot be determined. In addition, without the return of the complete detachment system and the proximal end of the coil containing the socket ring used in the procedure, it cannot be determined if these components contributed to the complaint event. It was not stated if the detachment of the coil was fluoroscopically verified. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines, "if the system is free of faults, depress the detach button on the blue enpower dcb, the black dcb or the enpower control cable. The detach cycle light next to the button will illuminate and an intermittent tone will sound for the duration of the detachment cycle. If the light and audible tone do not activate, replace the dcb. After the light goes out and the tone stops, detachment of the microcoil from the dpu wire must be fluoroscopically verified by gently withdrawing the dpu wire back approximately one (1) mm. Observe if the microcoil has detached." It was stated in the event description that the dpu was retracted 10.0 cm before it was noted that the coil was "sucked" into the microcatheter. Concerning the unraveling issue, the coil had to have been first anchored and then retracted for this to occur. The coil may have been anchored on the coils already dwelling inside the aneurysm, on itself, on the distal tip of the microcatheter, on the stent, or from interference in which the source cannot be identified. The exact circumstances of how this stretching damage occurred to the coil cannot be determined. In addition without the return of the sl-10 microcatheter, the unidentified stent, and the proximal end of the coil containing the socket ring that were used in the procedure, it cannot be determined if these components contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." These factors and stretching beyond the stent which was jailing the microcatheter in which the proximal end of the coil was appear to have contributed to the migration. Without procedural images a definitive conclusion cannot be made regarding clinical/procedural factors that may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The patient is in a stable condition and there was no patient complications reported so far. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable. The ruptured fusiform aneurysm neck was 8 mm, and the neck to sac ratio was 8 mm: 8 mm. The parent vessel size diameter proximal was 2.8 mm and distally was 2.8 mm. Mrs was unknown. No information regarding inr, pt, and ptt. Antiplatelet therapy included aspirin 100 mg/day: (B)(6) 2012 - ongoing, and clopidogrel sulfate 75 mg/day: (B)(6) 2012 - ongoing. During the index procedure, a jailed technique was utilized and the access was obtained through femoral artery. The devices utilized during the procedure including optimo 7fr/tokai medical product, new route/medico's (B)(4), excelsior sl10, hyper form/covidien (B)(4), and unspecified y-connector/goodman. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No further information is available and procedural images are not available. Additional information received from the affiliate indicated that an unspecified vrd was already in place when the procedure was performed without any issues. A jailed technique was utilized. Prior to the event, the excelsior sl 10 was placed within the aneurysm sac and was jailed with the vrd. The affiliate further clarified that on the next day after the procedure, the same cashmere coil ((B)(4)) was being referred to. When clarified why the vrd was not included in the report, the affiliate clarified that the issues were detachment difficulties, unravel and migration of the cashmere. The vrd was not included in the report and no more information was provided regarding the vrd. Additionally, correction from the first report should be made as follows: "according to the physician, the relationship of the event to the procedure was highly probable and to the cashmere was also highly probable." The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00677 and 2954740-2012-00660.